Event description:
Customer reported the defibrillator was connected to a 48 year old male pt. When the device was charged it would intermittently dump the charge and display an error. Pt expired. Mfg rep unable to duplicate reported condition.